Event description:
It was reported that an ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate that during the procedure, the jaws of the stapler did not open. There was no consequence to the pt.